Event description:
Report received from (B)(6), stating that the device needed to be serviced. During serving, it was found that the device had a damaged nose cone. It is unk if the device was used during surgery. It is also unk if there was any patient or user injury, medical intervention or surgical delay related to the event. The date of occurrence is unk. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged nose cone" could be confirmed. During service, the device was found with a damaged nose cone. If add'l info becomes available a supplemental report will be submitted. (B)(4).